Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead pacing impedance measurement was noted to be high and out of range at 2095 ohms. The previous interrogation eight months earlier showed an in range impedance measurement of 904 ohms. Review found that the rv impedance measurement had been on a steady rise over the last five months. The rv lead threshold had also increased from 0.4 volts to 1 volt. Sensing is unchanged. . They were unable to produce any noise in the office. The rv lead out of range impedance value was increased to 2500 ohms and the physician will continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead pacing impedance measurement was noted to be high and out of range at 2095 ohms. The previous interrogation eight months earlier showed an in-range impedance measurement of 904 ohms. A review found that the rv impedance measurement had been on a steady rise over the last five months. The rv lead threshold had also increased from 0.4 volts to 1 volt. Sensing was unchanged. They were unable to produce any noise in the office. The rv lead out of range impedance value was increased to 2500 ohms and the physician will continue to monitor the patient. Eventually, this ICD was explanted due to normal battery depletion while the rv lead was explanted due to a product performance issue. This ICD was returned for analysis and no adverse patient effects were reported.